Manufacturer narrative:
(B)(4) the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2011, an aortic valve replacement procedure was performed and this 23 mm sjm trifecta valve was implanted. The patient was hospitalized on (B)(6) 2012 for an unspecified cardiac condition and the tee performed on (B)(6) 2012 showed endocarditis. The patient was treated with antibiotics and required prolonged hospitalization due to respiratory failure. The patient died on (B)(6) 2012. No additional information is anticipated.